Event description:
Report rec'd of an infection. The physician achieved arteriotomy closure with the perclose a-t (closer ak) device following a diagnostic heart catheterization in 2004. Strict sterile technique was followed and there were no issues with the closure procedure. Four days later, it was reported that the pt presented to the hosp with pain in the right groin. A femoral arteriogram was performed. The results were negative for any abnormalties. The pt was given an unknown medication for pain. Two days later, the pt returned to the hosp and was given an injection of the antibiotic, rocephin. A this time, pt signed out of the hosp against medical advice. Two days later, the pt presented to the hosp with redness and drainage from the right groin puncture site. The groin was cultured and was positive for methicillin resistant staphylococcus aureus. The pt was admitted to the hosp with the diagnoses of right femoral hematoma/abcess and right lower abdominal abcess. Later that day, the pt was taken to surgery. It was reported that the surgeon attempted to do an incision and drainage of the groin but was unsuccessful. The surgeon noted a small hole in the femoral artery but chose to close the groin. As the surgeon was closing, the pt "strained" and the groin hemorrhaged. The pt was immediately re-opened and was found to have ruptures in the femoral and iliac arteries. The arteries were repaired and the pt was sent to the intensive care unit. Pt rec'd 2 units of packed red blood cells and was started on intravenous antibiotics, rocephin and gentamycin. The pt remains in the hosp and is reported to be improving. Three unsuccessful attempts were made for follow-up pt info.